Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels 220-330 mg/dl. Correction boluses were delivered to address the bg level. The infusion set site was changed and no issue was observed with the cannula. The customer was recovering from a sickness and was not sure if this was contributing to the high bg. A pump system check was performed and no device issues were identified. The customer was satisfied with the results of the system check.